Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette lyse buffer in well position a11 and no error message was given. A field service engineer was dispatched and duplicated the problem. Fse replaced all tip clamps. Copies of smt log were forwarded to aq for review. No death or serious injury was associated with this event.